Event description:
The customer reported that the unit had a blower temperature error on screen while in use. The customer reported that the unit was in use on a patient. The unit was swapped out. The customer contacted product support and reported that the unit continued to ventilate with no patient harm and the unit was removed from the patient without further incident. The customer was not able to duplicate the complaint in biomed, cooling fan is operational, but filters are extremely dirty. The customer emailed drpta for review, noted error code 1122 blower temperature high in log, no other codes to note. Product support advised the customer to replace filters and perform extended run in and performance verification test (pvt) with emphasis on test 5 air delivery test. If error repeats replace blower, if no problem found, return unit to use. Product support followed up with the customer and the customer reports filters were changed and pvt passed with no errors. No problem found; unit returned to use. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed, or failed to meet specifications.

Event description:
The customer reported that the unit had a blower temperature error on screen while in use. The customer reported that the unit was in use on a patient. The unit was swapped out. The customer contacted product support and reported that the unit continued to ventilate with no patient harm and the unit was removed from the patient without further incident. The customer was not able to duplicate the complaint in biomed, cooling fan is operational, but filters are extremely dirty. The customer emailed drpta for review, noted error code (B)(6) blower temperature high in log, no other codes to note. Product support advised the customer to replace filters and perform extended run in and performance verification test (pvt) with emphasis on test 5 air delivery test. If error repeats replace blower, if no problem found, return unit to use. Product support followed up with the customer and the customer reports filters were changed and pvt passed with no errors. No problem found; unit returned to use. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed, or failed to meet specifications.